Manufacturer narrative:
(B)(4). The peritonitis was manifested by abdominal discomfort and the patient ¿feeling bad¿. Beginning twenty days after the onset, the patient was treated with keflex (orally, three times per day, dose not reported) for the peritonitis event. Keflex therapy continued for twenty-five days and was discontinued. At the time the keflex therapy was discontinued, the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a pin hole in a transfer set used for peritoneal dialysis (pd) therapy. The patient subsequently acquired peritonitis after using the set. The patient was not hospitalized for the event. The patient was treated with cephalexin (intraperitoneally, daily for two weeks, dose not reported) and cephalexin (orally, 500 mg, 3 times/day, for three weeks) for peritonitis. At the time of this report, the patient was recovered from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The date of the peritonitis was unknown; however, it was reported to have occurred in (B)(6) 2014. The reported product is an unknown baxter transfer set. Should additional relevant information become available, a supplemental report will be submitted.